Event description:
It was reported to technical services on 1/6/11 that this ra lead is picking up cross talk from the rv lead which appeared to make the atrial rate high. The lead was re-programmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).